Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was found cracked when the user removed the device from a pocket, with the screen remaining usable and the device otherwise functioning; the described device problem was a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.